Manufacturer narrative:
Requests for additional information have been unsuccessful. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and right atrial (ra) lead exhibited a low, out of range pace impedance measurement which caused a lead safety switch to occur. The health care professional (hcp) was not able to recreate the observation in the clinic. They had not stressed the lead with arm positions. Boston scientific technical services (ts) discussed leaving the lead programmed to pacing in unipolar and sensing in bipolar. No adverse patient effects were reported. The system remains in service.